Manufacturer narrative:
On 05/16/2023 downloaded pump logs and sent to research and development for analysis. Although there is no alarms or events for uncontrolled shutdown present in the event alarm logs, there are several battery error alarms present. N58, n252, e326 and e437 were all present. The event alarm log also shows the battery being replaced on (B)(6) 2022 @ 06:55:05. Device was received with a panasonic battery with date stamp (B)(6) 2020 and a recharge stamp of (B)(6) 2022. Recharged the battery for a minimum of 8 hours starting on (B)(6) 2023 @ 2:00 pm. The device battery recharge stop time was (B)(6) 2023 @ 9:00 am. Performed battery operational check out by running the device at a rate of 999 ml/hr for duration of 4 hours. Device alarms with depleted battery (n252) and shut down on (B)(6) 2023 @ 12:56 pm. The device passed battery operational checkout. Probable cause for history is confirmed by review of the event alarm log history. Could not duplicate customer¿s complaint because the battery was changed prior to sending the device into the service hub. Possible cause is a defective / worn battery with diminished capacity, but the customer resolved that issue when the changed the battery out on (B)(6) 2022. During inspection found the fluid shield and cassette door to be damaged. Verified discrepancies through visual inspection. Replaced the fluid shield and cassette door. Probable cause is physical damage consistent with normal wear and tear. Engineering concluded, the user¿s claim somewhat confirmed, but not on the date reported. There are two instances of the pump shutting down during an infusion in (B)(6) 2022, but both of those instances occurred while running with no detected battery voltage. The user had accepted the ¿run without battery¿ prompt and was ignoring the disconnected_battery alarm warning. This could have been caused by a battery failure. Between (B)(6) 2021 00:12:43 and (B)(6) 2022 08:02:10 there were 9 instances where the pump had run a therapy while on battery power down to a low_battery alarm (battery_level_1) charge state. This indicates a heavy reliance on running on battery power which is contrary to the battery use guidelines in the tsm. Even at the last instance of running an infusion down to a low_battery alarm state it was still taking over 4 hours to deplete the battery from battery_level_4 to battery_level_1. This does not indicate a severely depleted battery that was unable to hold a charge.

Manufacturer narrative:
Photos are available for investigation; however, an evaluation has not yet been completed.

Event description:
The event involved a plum 360 pump where it was reported that the pump powered off during an infusion. There was no report of harm.